Event description:
The device was used for routine monitoring of a patient during vehicle transfer from one facility to another. The device allegedly displayed a low battery warning message when first turned on and lost power after less than one minute of operation. One of the two batteries installed in the device was reported to be fully charged. The device was immediately turned back on and continued to function normally for approximately eighteen minutes then again allegedly lost power. There were no adverse affects to the patient reported as a result of the alleged malfunction.